Event description:
It was reported that a patient who underwent a breast augmentation revision procedure with mentor memorygel xtra breast implant 700cc gel breast prostheses developed baker grade iii capsular contracture in both of her breasts post implantation. Bilateral capsular contracture was diagnosed during an office visit. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 26-jan-2024, mentor received additional information about the event. The patient was scheduled to undergo bilateral explantation on (B)(6) 2024. On 12-feb-2024, mentor received additional information about the event. The patient¿s explanted breast prostheses were replaced with mentor memorygel xtra breast implant 490cc gel breast prostheses. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 18-dec-2023, mentor received additional information about the event. It was previously reported that the capsular contracture is baker grade iii. New information received states that the capsular contracture is baker grade IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 20-feb-2024, the mentor failure analysis lab received the device for evaluation. On 03-mar-2024, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation of the returned device, the gel was observed to be white. Discoloration of the implants as observed in the samples returned is related to the concentration of the triglycerides in the gel fillers and their degree of unsaturation. This finding is consistent with the reported discoloration of breast implant silicone gel in vivo in the scientific literature. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. H6 investigation findings c22: cosmetic defect. H6 investigation conclusions d17: cosmetic defect. Manufacturer¿s reference number: (B)(4).